Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. Review of the logs showed six e100 communication error but not the instruments. Cut hold command response timeout due to message dropping. Additionally, the instrument was found to have the jaw cover torn. The tears measured roughly 0.0285" x 0.1690". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.